Event description:
Home patient (hp) reports adding new solution bag to already spiked heater line of homechoice set, while troubleshooting through an alarm situation during apd treatment. Baxter tech assisted hp in ending treatment and restarting with new supplies. No pt injury or medical intervention required per rn.